Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device had a device not detected on bus condition. The user attempted to restart the device, but the issue persisted. A field service engineer (fse) powered off the system and reseated the row board connectors. After confirming successful results in the hardware test application, the pharmacist completed the medication inventory for the drawer, restoring normal operation. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, all cubie in drawer 6.1were failed and not detected on bus. The customer stated that they tried to restart but the issue was not resolved. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.